Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a salpingectomy, the device was inserted into the trocar into the abdominal cavity, the cable at the tip was cracked and warped. It was easy to cause foreign bodies to remain in the abdominal cavity and cable to be exposed to the abdominal cavity, which may cause damage to surrounding tissues. Replaced with new closing/cutting device for electrosurgery for treatment. Cable skin peeled off. There was nothing fell into patients cavity. There was no patient injury.